Event description:
This is report 2 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics. The patient was recovering.

Manufacturer narrative:
(B)(4). Date of occurrence is unknown in (B)(6) 2013. A batch review was performed for potentially associated lot gd893560, and no issues were detected during the manufacturing of this batch. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).